Event description:
It was reported that battery is defective and when pulling the plug the pump goes out. During service and repair, the device was found to be unable to operate on ac or battery power also it was not able to generate and control negative pressure. No case involved

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the device could not generate and control negative pressure because the motor is leaking, establishing a relationship between the reported event and device. The device was unable to operate on ac or battery power due to a defective battery. The root cause is determined to be a battery and motor failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.